Manufacturer narrative:
On march 28, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. Mentor also became aware of the patient's race, ethnicity, age at the time of event, and correct date of birth. In addition, on april 11, 2022, mentor also became aware that the patient also suffered right breast capsular contracture (baker grade ii). The patient's breast is firm, painful, has breast asymmetry and implant malposition. Reason for device explant and/or reoperation: material rupture, capsular contracture, breast pain, implant malposition.

Manufacturer narrative:
On may 2, 2022, mentor became aware that the patient's implants were replaced with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9708218 sn: (B)(6) and (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9708218 sn: (B)(6).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 300cc mentor memorygel breast implant, catalog: 3503001bc, lot: 6505687, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, possibly experienced right side rupture post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.